Event description:
It was reported that the patient presented with their pacemaker (pm) in back-up mode. It was also found that the pm was exhibiting a capture and sensing issue. The physician opted to implant a pm on the patient other side and reprogram the pm. The patient was in stable condition.